Manufacturer narrative:
Concomitant products: product ID: 3560022, lot#: va2dpf5, product type: extension. Other relevant device(s) are: product ID: 3560022, serial/lot #: (B)(4), ubd: 16-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (trial patient, manufacturer representative, friend/family member) regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient's son, mentioned that the device is not working properly. Patients son mentioned that he already talked to his sales rep about the device and they were not able to get it connected last night, so patient son does not feel like the patient is getting the proper stimulation. The rep called in reporting that patient started advanced eval on (B)(6) 2021 and today, when patient attempted to connect handset to ens, they received a message - caller wasn't seeing message during the call but then indicated when they used clinician app to configure eval, it showed "test stimulation cable cannot be used for this workflow" but the ens is connected to the perc extension. Caller stated they've tried 3 enss and 2 handset and all give the same result. Caller stated when they attempt to use patient app it shows ens sn and then "device not set up properly for patient use, contact your clinician". Technical services had caller check app version on the current handset they were using which gave comm manager as v1.0.725 and clinician app as v1.0.151. Caller stated they cannot get to programming screen, the app just acts like it is trying to implant a lead. The issue was not resolved through troubleshooting. The caller was redirected to replace the perc extension test cable. Technical services reviewed they can discuss with hcp and consider ending trial today but otherwise, the next option is to replace perc extension to see if that resolves the situation.

Manufacturer narrative:
Continuation of d10: product ID 3560022, lot# va2dpf5, product type extension h3: analysis of the lead (s/n va2dpf5) revealed that the extension was returned segmented; there was no impact to electrical functionality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information for event description.

Manufacturer narrative:
Product ID 3560022 lot# va2dpf5, product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the therapy is not working. There is no communication between the programmer and the device so its hard to tell. On 2021-06-30 the rep reported the cause was not determined. The issue was not yet resolved. The device was removed on (B)(6)2021.

Manufacturer narrative:
Product ID 3560022 lot# va2dpf5 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.